Event description:
Reporter claims operator was being pulled up stairs by attendeant when the extension stroller handle detached from the chair. Chair and operator fell to the bottom of the staircase. No injuries reported.